Manufacturer narrative:
Investigation results visual inspection of the complaint device found that both dilator and sheath were bent in the middle. The outer layer of the sheath was removed and inner liner was exposed and was noted to be split in some areas. It is most likely that the procedural factors as stone removal or introduction of other devices through the sheath lumen could have damaged the inner liner of the sheath; contributing with the encountered issue, therefore the most probable root cause for the complaint event is operational context. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. A search of the complaint database revealed that no other complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a urolithiasis stone surgery procedure in the kidney performed on (B)(6) 2016. According to the complainant, during the procedure, the lumen of the navigator was damaged and detached in the urinary tract. The detached parts were removed from the patient by basket. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a urolithiasis stone surgery procedure in the kidney performed on (B)(6) 2016. According to the complainant, during the procedure, the lumen of the navigator was damaged and detached in the urinary tract. The detached parts were removed from the patient by basket. The procedure was completed with this device. There were no patient complications reported as a result of this event.